Event description:
It was reported that assistance was requested to program this implantable cardioverter defibrillator (ICD), which was at elective replacement indicator (eri), into magnetic resonance imaging (MRI) mode. Technical services (ts) noted that this system is non-MRI conditional and observed high out-of-range shock impedances exceeding 125 ohms. Despite this, the device was programmed into MRI mode and electrocautery mode as directed by cardiology, and the MRI was successfully performed. Following the MRI procedure, the device was exited from MRI mode, checked, and confirmed to be functioning as programmed. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that assistance was requested to program this implantable cardioverter defibrillator (ICD), which was at elective replacement indicator (eri), into magnetic resonance imaging (MRI) mode. Technical services (ts) noted that this system is non-MRI conditional and observed high out-of-range shock impedances exceeding 125 ohms. Despite this, the device was programmed into MRI mode and electrocautery mode as directed by cardiology, and the MRI was successfully performed. Following the MRI procedure, the device was exited from MRI mode, checked, and confirmed to be functioning as programmed. No adverse patient effects were reported. This ICD remains in service.